Event description:
Received information from voluntary medwatch# (B)(4): "I was implanted with encore medical metal/metal hip system and it failed and had to be replaced in 6 months. I was told the device was loose at the stem and also the cup. I went through terrible pain and rehabilitation. That hip was also encore medical metal/metal, and it also failed. It had to be replaced, this time with a poly liner. I have had numerous problems after having so many hips installed. I have been told by my doctor that I have severe nerve problems with both legs from the knee down. I have had a very difficult time finding medical assistance dealing with injury caused by a metal hip. I was in very good condition before going through this ordeal. Now I am what most people would call very disabled. I also am disappointed to see that encore medical - djo surgical - is past due in sending the FDA the required 522 forms. I have tried contacting encore and was given the run around. No one would return my calls or e-mails concerning my problems with their product. Also, when I was in the hospital for the first revision, a rep from encore was there, my first encore hip went missing. The hospital, doctors, lab, no one could find it. I suppose it disappeared. I would like some help in this matter if possible."

Manufacturer narrative:
On (B)(6) 2012, it was reported through a voluntary medwatch that a revision surgery was performed. The original surgery was performed in (B)(6) 2007 and the patient reports having two revisions to date. The first revision was performed in (B)(6) 2008 due to a loose cup and shell, a metal on metal liner was used. The cause for the second revision performed in (B)(6) 2010 is only described as a general implant failure without specific details and a poly liner was used, possibly from another manufacturer was used as djo surgical does not have a record of this revision. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records for the metal on metal liner part number 499-38-010 showed it met critical dimensions and specifications. A review of the unipolar sleeve part number 411-00-000 had one scrapped part during quality inspection after the lathe operation due to a dimensional non-conformance with the taper angle. The part did not contribute to the complaint. The stem part number 426-00-030 had a non-conforming material report associated with it due to three parts being under sized on the overall length dimension; the parts were accepted because the discrepancy in total length is not in the area of press fit and therefore did not affect the function of the stem. The non-conformance did not contribute to this complaint. The remaining components listed in this complaint were found to be acceptable when released from djo surgical. A review of the product complaint report history shows there are six prior complaints against the metal on metal liner: two due to pain, one due to infection, one for dissociation, one improper seating of the shell, and one for a pseudo tumor. This is the first complaint for this lot number. There are 13 complaints against the femoral head: four due to instability/dislocation, four due to pain, three off label use of djo surgical product, one due to infection, and one due to osteolysis. There are seven complaints against the unipolar, two complaints against the stem, and two complaints against the flared shell. The root cause for the revision surgery is listed as a general implant failure without specific details. Because no components were returned to djo surgical for inspection, a definitive root cause cannot be determined. There is no evidence that a manufacturing and/or design problem contributed to the need for revision because all components met critical dimensions and specifications when released from djo surgical. Because the patient had a successful metal on metal implant in the other hip it is unlikely a metal sensitivity or metal allergy contributed to the revision surgery.